Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent. Lawyer-filed report-(B)(6).

Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a monarc on (B)(6) 2010, to treat her stress urinary incontinence and bladder prolapse. It was reported that the plaintiff experienced constant pain, recurring infections, chronic urinary tract infections, urinary retention, burning sensation, fistulae, vaginal scarring, recurring incontinence, urinary and bowel problems. The plaintiff performs self-catheterization three times a day due to "bladder unable to release urine." It was further reported the plaintiff experienced bleeding or clotting disorder post implant.